Event description:
Medtronic received information that prior to use of these Fusion oxygenators, it was reported that water leakages often occurred from these two batches of oxygenators during pre-filling. The customer stated that a total of four cases occurred recently before surgery. The devices were replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the leakages were at the oxygenator sites. The leaks were from the devices and not at the tubing connections/connectors. Medtronic received additional information that there was leakage in the oxygenator part, which was suspected to be caused by 3M fiber rupture and damage. Medtronic received additional information that the customer replaced the leaking oxygenators in each case before the patient was connected.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.